Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be damaged. A closer inspection of the soft cannula found it flattened and stretched out of specification. This was confirmed via an out of specification measurement taken during investigation of the entire soft cannula length. The timing and cause of this damage could not be determined. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17.1 mmol/l (307.8 mg/dl) while wearing the pod between 25 and 36 hours on the leg. Insulin was observed leaking during wear. Hyperglycemia treated with a new pod.